Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm follow by off no power alarm. Problem isolated to the interface board. The device also was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed repeatedly when the customer was walking. The customer stated he was not actively programming the device when it alarmed. The blood glucose reading was previously 53 mg/dl; the customer treated prior to calling and did not have a current reading. Upon troubleshooting, it was found that the device alarmed again after changing the battery, disconnecting and reconnecting the reservoir, and reprogramming the temp basal function. Advised discontinuation of the insulin pump. Nothing further reported.